Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). The patient indicated not being confident with the advice provided by the physician and would seek a second opinion. No additional information was reported.